Event description:
Customer called to report a pod that did not seem to be delivering insulin. Customer stated he went the whole day with blood glucose levels (bgs) ranging between 300 - 350mg/dl despite repeated correction insulin boluses. At the end of the day, the pod finally went into an alarm operation. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.